Event description:
It was reported that there was a lead warning on the transmission; however, when the device was interrogated there was no lead issue. The carelink monitor will be returned. No patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). The device has not been returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.